Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a paclitaxel set leaked during infusion of an unspecified chemotherapy solution. The reporter stated that half an hour after the start of infusion, a puddle was noticed on the floor and there was moisture on the tube below the filter. The reporter had not noticed any damage or visible abnormalities with the set or the packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.